Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The 90% stenosed lesion being treated was located in the severely calcified, tortuous proximal right coronary artery (rca). The lesion was predilated with a 3.00 x 15 mm non-bsc balloon, inflated to 18 atm. Ivus was performed and the physician attempted to place a 3.50 x 32 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician tried to cross several times. It was noted on angiography that the stent's proximal edge was lifted up. The procedure was completed with a 3.5 x 32 mm non-bsc stent. No patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
.